Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found a leak at the o-ring of aperture #2 of the white blood cell (wbc) bath. The fse indicated that the o-ring was loose. The fse replaced the wbc bath and the o-ring which resolved the leak. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 780 hematology analyzer. The instrument was giving 'low vacuum' errors when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.